Event description:
It was reported to a third-party service agent that the customer's device needed annual maintenance and that there was an odor of burning. The third-party service agent observed during the annual maintenance of the device that it would not provide defibrillation therapy anymore and that it had multiple event codes logged in the memory. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third party service agent evaluated the device and verified the reported failure. The third party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.